Manufacturer narrative:
The reported event is unconfirmed- product met specifications. Visual evaluation of the returned sample noted one opened, medium arctic gel pad kit present. All four pads were returned. Visual inspection of the pad surface noted no obvious visible observations such as cuts or tears in the foam. Visual inspection of the clear connectors noted no visible chips or deformities at the ends of all connectors. Visual inspection of the tubing for all the pads noted no kinks. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The investigation is concluded, and no additional action is required at this time. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. As the reported event is unconfirmed a labeling review and risk review is not required. The actual/suspected device was inspected.

Event description:
It was reported that during the ttm treatment, arctic sun 5000's flow rate was decreased below 1.0 lpm with low flow alarms. The customer emptied the pads several times, reconnected all four pads, and checked for any leakage from the pads. After all the customer's effort, they changed gel pads and the flow rate was maintained as 1.8 - 1.9 lpm. At the beginning, the flow rate was displayed at 2.8 lpm, but as time went by, the flow rate was decreased to 1.8 - 1.9 lpm.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that during the ttm treatment, arctic sun 5000's flow rate was decreased below 1.0 lpm with low flow alarms. The customer emptied the pads several times, reconnected all four pads, and checked for any leakage from the pads. After all the customer's effort, they changed gel pads and the flow rate was maintained as 1.8 - 1.9 lpm. At the beginning, the flow rate was displayed at 2.8 lpm, but as time went by, the flow rate was decreased to 1.8 - 1.9 lpm.